Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's system controller alarmed and felt ¿burning hot¿ when it alarmed, so the patient took it out from under the covers. Log files were sent in and showed low speed operation and a pump off event. The vad coordinator swapped the system controller to the backup system controller. No further alarms were noted. The patient was asymptomatic.

Manufacturer narrative:
Approximate age of device: 5 days. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported event of a system stop was confirmed via the log file analysis. On (B)(6) 2014, an event was captured where the speed was captured at 0 rpm''s. The system stop appeared to have had a duration of approximately 2 seconds. After this event, the system controller remained at the set speed until the driveline was disconnected and the system controller powered down at the end of the log file. The reported event also referenced an increase in the surface temperature of the system controller. The system controller did not have a notable change in temperature throughout the testing performed. The returned system controller was functionally test and found to operate as intended during analysis. Atypical pump stops were not observed or reproduced. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.